Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Follow-up with the patient and the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid (no mention of fibrin). A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal antibiotics (drug, dose, frequency, duration not provided). The patient¿s peritoneal effluent culture result returned positive (organism not provided), and the patient¿s antibiotics were continued. The patient was discharged on (B)(6) 2023 in stable condition and is recovering from the events. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue. The pdrn attributed causality to a recent urinary tract infection, however no additional details were provided.